Manufacturer narrative:
The reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 3 days of data (31mar2019 ¿ 03apr2019, per the time stamp). On (B)(6) 2019 at 11:19 and (B)(6) 2019 at 01:07, the controller has captured the rsoc voltage levels of both power cables fluctuating down below the expected 12v activating power cable disconnect, low power hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored, and pump support was not affected during these events as the system was supported by the backup battery. There were no other notable events or alarms active in the log file. The mobile power unit was not returned to abbott for evaluation and remained in use. Additional information provided on (B)(6) 2019 indicated that the patient has a v-lock power cable and the serial number of the mobile power unit that was in use was (B)(4). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided (requested on: (B)(6) 2019,(B)(6) 2019 and (B)(6) 2019 based on the log file analysis, a root cause for the no external power alarms was determined to be related to a loss of the ac power. Patient remains on the pump and no further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 3 months 16 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had multiple no external power messages. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. The patient reported no alarms during any of these events. Additional information was requested but not provided.